Event description:
It was reported that 2 packs of the cement hardened when the surgeon inserting the cement into the femoral canal during bha. It hardened for only 6 min from the start of mixing with acm. "The surgeon used a spare acm and cement instead of them, and the procedure was completed." The second mixing cement also hardened earlier than usual. There was no adverse consequences. The cement was stored in the refrigerator (16c) before use. The cement was taken out 3 min before the use. The acm was stored in 24c temp. The temp of op room was 24c. All the monomer and polymer were used. Antibiotic was not used. Any material such as blood, saline water and soft tissue which effected setting time were not mixed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.